Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device was not returned for evaluation. Medical records and images were provided and reviewed. The investigation confirmed for unintended movement and patient device interaction. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf320j vena cava filter allegedly experienced unintended movement and patient device interaction problem. The information was received from one source. The malfunction involved a patient with no reported consequences. The (B)(6) year old patient's gender and weight were not provided.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The device was not returned for evaluation. Medical records and images were provided and reviewed. The investigation confirmed for perforation and migration but unconfirmed for tilt. A root cause could not be determined. The device is labeled for single use. H11: h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model: rf320j vena cava filter allegedly experienced migration and perforation. The information was received from one source. The malfunction involved a patient with no reported consequences. The 63 year old female patient's weight was not provided.